Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that upon attempting to reposition the right ventricular (rv) lead, the helix of the rv lead was bent as confirmed on fluoroscopy and it was also noted that the helix was stretched. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure,

Manufacturer narrative:
The reported event of helix damage was confirmed. As received, a complete lead with a stylet was returned for analysis. Visual inspection and x-ray examination of the lead found the helix was stretched consistent with procedural damage.